Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an implant procedure, the device was interrogated and a warning popped up stating, "remaining longevity is not available, potentially due to cold temperature. Store at room temperature for 48 hours and re-interrogate." The device was not used and there was no patient involvement.